Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to non-use and the implant was not placed far enough back and was overhanging the mastoidectomy. There are no plans to reimplant the patient with a new device as of the date of this report.